Manufacturer narrative:
Device evaluation: during the technical inspection of the returned device, the error description provided by the customer, " bad image", could be confirmed. The examination revealed a bent shaft, which resulted in a chipping rod lens. As a result, increased abrasion and dirt particles are visible in the system. The distal solder joint is chemically corroded and leaking. Moisture is present in the rod system. The defects/damage found lead to blurred and cloudy imaging and are not attributable to a production/manufacturing defect. This damage is caused by improper handling/mechanical overload or by incorrect clinical reprocessing. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that hopkins optics has bad image. No negative impact in state of health reported.